Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's lvad "stopped working". Per additional info received from the user facility report (B)(4), the pt was placed for transition therapy in preparation for a heart transplant 7 weeks prior to the reported event. The pt was admitted approximately a month later with achalasia and gi bleed. During hospitalization, the lvad demonstrated hemolysis based on laboratory testing and need for repeated blood transfusions. The pt's red blood cells were broken up while passing through the lvad. This potentially led to liver and renal failure. The hospital staff was unable to replace the pump due to the pt's deteriorated condition. Approximately two weeks later, the device stopped working and was shut off. The pt expired shortly after. It was reported that since the pt had two gi bleeds in less than a month, therapeutic anticoagulation was not achievable.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.